Event description:
Received an unexpected set along with a set expected for another complaint. Contacted the customer 3 times to get details but no response received. There was no pt harm reported and no medical intervention was reported.

Manufacturer narrative:
(B)(4). The customer's issue was identified as a leak. The set was visually inspected for incomplete bonding engagements, holes/tears in the tubing, crush marks in the upper fitment or damages to the components. Visual inspection under microscope noted a small tear in the silicone segment. No crush marks were noted on the upper and lower fitment. Functional testing was performed and a leak was noted from the silicone tubing near the lower fitment. The cause of the leak was due to a small tear in the silicone segment. The root cause of the tear was not identified.